Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reporting death. Caller stated that the events that led to death, customer had a kidney transplant and complications from diabetes. Nothing further reported.